Event description:
International affiliate reports that after repositioning the cage due to difficulty removing the insertion instrument, the posterial medial portion of the cage broke during impaction. The broken portion of the cage was removed and the major portion of the cage was left in place. As a compromised device was implanted, a medwatch report is being submitted to document this event.

Manufacturer narrative:
No definitive conclusions can be made as the device is not available for eval and its lot code is unk. However, cage breakage is likely due to the application of atypical force upon the device during impaction. At this time, the complaint is considered to be closed.